Event description:
It was reported that a patient, (B)(6) year old male, underwent a noga electromechanical mapping and cd34 plus cell injection procedure with a nogastar catheter and suffered transient ischemic attack. It was unknown if he required intervention. The patient¿s baseline before the procedure was ischemic heart disease and refractory angina. The event was not life threatening. Three hours after the procedure, the patient realized a modest visual impairment. The patient required extended hospitalization to monitor the patient to ensure that he was fine. He was discharged at day 8. The event was described as fully reversible and the patient completely recovered with no residual effects. The physician described that the patient is doing very well and is very positive as after the procedure, his angina burden was significantly reduced and he is now asymptomatic. The physician related the event to the catheterization procedure and that it was not due to any malfunction of bwi products. Per 21 cfr, part 803, this complaint is reportable. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history report (DHR) review cannot be conducted because no lot number was provided by the customer.

Manufacturer narrative:
Concomitant products: 1.noga xp system: model #: m-5724-01, serial #: (B)(4). 2.myostar: model #: 121120s, lot #: unknown_121120s. 3. External reference patch: model #: d-1210-03, lot #: unknown_d-1210-03. (B)(4).